Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 4253661. D4. Unique identifier (UDI) #: (B)(4). D4. Medical device expiration date: 30-jun-2025. H4. Device manufacture date: 09-sep-2024. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® plus citrate tube, an unspecified number of tubes had bubbles during collection and were underfilled. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® plus citrate tube, an unspecified number of tubes had bubbles during collection and were underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-mar-2025. Investigation summary: bd received three samples each from lot 4253661 and lot 4236360 for investigation, totaling six samples. These samples along with retention samples from each lot underwent functional testing for draw volume and all tubes tested within specification. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.